Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom system error 105 which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation found a connector (within the input/output printed circuit board) not properly latched and slightly damaged, causing movement of the motor flex tail. The failed input/output printed circuit board was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced system error 105. It was also reported there was no patient involvement.